Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer foe evaluation. When available, a device analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's mother complained about the medical treatment of her daughter, due to an open wound over the implanted side.